Event description:
Reportable based on analysis completed on (B)(4) 2013. Vascular access was gained via the right femoral artery. The 90%, 2.5x28mm de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery with a significant bend between 45 to 90 degrees. Following pre-dilation which reduced stenosis to 80%, a promus element stent 2.5x32mm was advanced but failed to cross the lesion. Another stent was used, that also failed to cross the lesion. The procedure was stopped. The patient remained stable and no complication has been reported. However, product analysis revealed a stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent was returned distally damaged. A strut on the first row on the distal end of the stent was raised up. This damage is consistent with the stent meeting resistance upon advancement. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).